Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -1.50/4.00/68 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports refractive surprise. Lens remains implanted. Cause of the event was reported as other. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).